Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that the customer was hospitalized on (B)(6) 2018 due to hypoglycemia and possible over delivery of insulin. The customer stated that he does not remember the blood glucose levels at the time of hospitalization. The customer was treated with glucose intravenous drip. It was reported that the customer had been using the insulin pump system with 48 hours of reported low blood glucose event. The customer stated that the hospital told him that meter was reading inaccurately. The customer stated that he did get a replacement meter from ascensia but still found that it was reading inaccurately. The customer also reported that they were experiencing low blood glucose levels and initially reported that the insulin pump received battery out limit alarm. Troubleshooting was performed related to alarm. The customer was able to resolve the alarm. The customer stated that on monday morning his dexcom 5g was reading 3.1. The customer stated that he tested his blood glucose with meter at that time and the blood glucose level was 2.6 mmol/l. The customer stated that his son tried calling him but he was passed out and the insulin pump continued to delivery insulin. The customer stated that his wife found him and retrieve him. The customer was given honey and juice. The customer stated that his wife tried suspending the insulin pump but the insulin pump would not suspend and his wife took out the battery. The customer stated that he was still connected to the insulin pump and his blood glucose levels went up to 12.5 mmol/l. The customer stated that he regained consciousness around 3:30 am on monday. The customer that he had been off the insulin pump and was using manual injections. The customer reported that he had low blood glucose levels of 1.8 mmol/l and the current blood glucose levels was 8.0 mmol/l. The customer treated the low blood glucose levels with food. Troubleshooting was not completed during the call. The customer reported that the infusion set was changed on (B)(6) 2018. The customer stated that there were no issues with site. Product is not expected to return.